Event description:
Boston scientific received information that a high out of range pacing impedance measurement was detected on this right ventricular (rv) lead. It was also discovered there were several recorded episodes for oversensing of noise on the ventricular channel. One episode led to inappropriate anti-tachycardia pacing (atp). All the episodes were recorded on one day in december in the morning. Additional information was received that noise has been observed on this rv lead in the morning each day. The pacing impedance measurements have remained in normal range. It is suspected that the high out of range pacing impedance measurement was due to a daily measurement being taken during one of the episodes of noise. No adverse patient effects were reported. This patient will continue to be monitored. The rv lead remains implanted and in service.

Event description:
Additional information was reported that noise was still being detected on this rv lead. A chest x-ray was performed and a fracture was noted close to the suture sleeve tie down. The patient had a fall back in (B)(6) which coincides with when the pacing impedance measurements had increased from 650 to above 3,000 ohms. The pacing thresholds had also increased at the same time. A new rate/sense lead will be implanted in the future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that a revision was performed and this lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Once any additional information becomes available, this report will be updated.